Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 60000317 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a crushed tip issue occurred. The tip of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was crushed when removing it from the body. When the sheath was replaced, the issue resolved. No patient consequence reported. Additional information was received. The tip of the sheath looked like someone pushed it against a wall and crushed it back. No internal sheath mechanism exposed. The tip was not rough or non-slippery. There was no lifted or damaged electrodes.